Manufacturer narrative:
Reference cmp-(B)(4). Medical products- vanguard ti pps closed box right, item # cp115732, lot # 837170. Biomet maxim finned pri stem 80x15mm, item # 141320, lot # 884540. Biomet regenerex pri tibial tray 71mm, item # 141273, lot # 770260. Regenerex 3 peg series a patella 34mm, item # 141357, lot # 983930. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to location of device is unknown.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04507. 0001825034-2017-04508. 0001825034-2017-04509. 0001825034-2017-04510.

Event description:
It was reported following an initial knee arthroplasty, the patient underwent manipulation under anesthesia three months later.the patient was experiencing pain and limited range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of physical therapy (pt) notes. Review of p.t. Notes determined that therapy has been progressing slowly and regressing in terms of the range of motion due to increasing pain in the hip leading the patient to discontinue physical therapy. During manipulation, the patient was found to be very stiff and have rom of 5-30 degrees and after the procedure, it was noted to be 0-125. Device history record was reviewed and no discrepancies were found. Per the provided medical records the patient was unable to complete physical therapy leading to the limited range of motion. Physical therapy was discontinued due to hip pain and the root cause of the hip pain is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.